Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the DHR was performed. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
A right heart catheterization was performed on (B)(6) 2024. The sensor waveforms are still dampened and the sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the DHR was performed. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.